Event description:
We had a patient call in who complained of air bubbles forming in her gemstar tubing in the vicinity of the air filter. This was on a pre-primed tpn bag that was primed at the branch. We suspect that the air filter is allowing outside air into the tubing. We obtained the lot number and it is lot 66220 sh. We also had her send in the suspect tubing. We switched out her tubing to another lot number we had in stock, and there have been no more complaints. We also had a nursing agency call in with the same complaint, but for a different patient. We don't know what the lot number of that tubing was. We do know that it was either lot # "66220 5h" or "67074 5h". Hospira gemstar infusion pump 2009 - present. Hospira gemstar infusion pump 2009 - present.